Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, 2 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 19-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received 2 samples and 1 photo for investigation. Visual examination of both was performed and revealed air bubbles in the gel. The samples and photo show tubes with large air bubbles in the gel barrier. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, 2 tubes contained gel air bubbles. There was no health impact or consequences reported.